Manufacturer narrative:
The device was evaluated by ventec where the reported issue of system fault 13 (while in use with o2) was confirmed. Ventec replaced the o2 metering valve to resolve the reported issue. Proper device operation was confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the o2 metering valve. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that when the device was powered on, it alarmed "system fault" during the pre-use test (put). The reporter, a biomedical engineer, reviewed the troubleshooting logs and observed that the device had logged "system fault 13". The biomed advised that the device was being used with oxygen (o2) when the issue was observed and that there did not appear to be any "flow" coming from the device. This behavior is indicative of a potential device issue where the device may deliver more or less oxygen than set. There was no patient involvement associated with the reported event.